Event description:
On (B)(6) 2009, the pt reported that she was not able to reset the infusion device to "315 units" to complete the cartridge change procedure. No error messages were generated. She stated that she was using a lithium battery and she was advised to use the correct battery type. Upon follow-up with the pt on (B)(6) 2009, she stated that she inserted the correct battery type into the infusion device and was not able to reset it. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.